Event description:
It was reported by the customer that a pyxis medstation es system drawer 3 was unable to close and displayed an error indicating that it had failed and required maintenance. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by full height main drawer 3 cubie e1 not detected on communication bus. A field service engineer replaced new full height drawer to resolve the system functioned as intended after the field service engineer troubleshooted the device.